Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had open clamps on two unused, capped supply lines. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the patient. The tsr had the patient cycle the power on the hc to clear the alarm. The patient planned to complete therapy using manual exchange. There was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Open clamps on unused supply lines are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.